Manufacturer narrative:
(B)(4). Section d4: UDI details are not available based on the time of manufacturing. Method: the subject device rd900afu neopuff infant resuscitator was returned to our fisher & paykel healthcare (f&p) service center in france where it was inspected by a trained f&p service technician. The subject device has since been repaired and returned to the healthcare facility. Our investigation is thus based on the information provided by the f&p service technician, the information provided by the healthcare facility, and our knowledge of the product. Result: a review of the service report confirmed that the manometer of the subject device was faulty. Conclusion: based on the service report and our knowledge of the product, the reported event resulted from the device being dropped, resulting in impact damage. The neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". As mentioned, the neopuff technical manual states the following: - dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient.

Event description:
A healthcare facility in paris reported that an rd900afu neopuff infant resuscitator had fallen and would no longer work. It was further reported that the needle in the manometer would return to set positive end-expiratory pressure (peep) with slow movement. There was no reported patient consequence.

Manufacturer narrative:
(B)(6). Section d4: UDI details are not available based on the time of manufacturing. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in france reported that the manometer needle of an rd900afu neopuff infant resuscitator would return to zero cmh2o with slow movement. There was no reported patient consequence.